Event description:
Information was received indicating that a smiths medical trach was unable to be inflated at the cuff during a pre-use check. In addition, the shape of the inflated was different from usual. There was no patient injury.